Manufacturer narrative:
The event of lymphoma alcl suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma alcl suspected.

Event description:
Patient reported "symptoms of bis alcl and breast implant illness". Histopathological markers were not reported. The device remains implanted. The is for the right side. The event of breast implant illness is not device related.